Event description:
It was reported the pt could not communicate with her ipg using either her programmer or charger. The pt stated she has not charged her ipg since 2011 due to being pregnant. Follow-up pending.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.